Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a channel error. It was discovered that the top pressure sensor was defective. The sensor was replaced and the pump was tested using the bd carefusion maintenance software. Preventative maintenance (pm) was conducted and passed all checks. Per customer, no further information will be provided.